Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose of 233mg/dl. The caller stated that he was vomiting the nigh before and his last blood glucose reading was 38mg/dl. The customer has been off the insulin pump since last night. The caller stated that the drive support cap appears to be normal. Troubleshooting could not be performed as the device is in another language. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.